Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose of 40mg/dl. Customer stated that insulin pump alarmed for insulin flow blocked and had bent cannula on infusion set. Customer declined troubleshoot for low blood glucose. Insulin pump will not be return for analysis.